Event description:
On (B)(6) 2009, a (B)(6) male patient underwent aaa repair. The procedure consisted of placement of a mainbody, an iliac leg graft in the right side and two iliac leg grafts in the left side. The right common iliac artery was aneurysmal, but no endoleaks were confirmed and the procedure was completed. At a follow-up on (B)(6) 2011, distal type I endoleak from the right side was confirmed by CT angio. The distal side of the iliac leg graft became inside the aneurysm. On (B)(6) 2012, additional procedure was performed and a iliac leg graft was placed for the endoleak after coil embolization of the right internal iliac artery. The physician confirmed the endoleak was gone and complete the procedure. The patient is doing fine after the procedure.

Manufacturer narrative:
Additional procedure is not labeled. Endoleaks are labeled. Event is still under investigation.